Event description:
Rn at bedside to swab patient for covid. Right nare swab first, then left nare swabbed. The swab broke when exiting the left nare. Patient told to blow his nose, but unsuccessful for swab. Rn called md to room and explained what happened. Md looked into nare and was unable to visualize the swab. Charge and management made aware. Ent called for consult.